Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 375.99 grams. A visual inspection noted crease folds, deformation, wear abrasion on the shell and cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The doctor reported bilateral capsular contracture, baker grade unknown, pain and double capsule. The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
The doctor reported bilateral capsular contracture, baker grade unknown, pain and double capsule. The device was explanted. This record is for the right side.